Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient calling from the hospital, having been admitted with a diagnosis of diabetic ketoacidosis on (B)(6) 2013. Her blood glucose ( bg) at time of admission was 509 mg/dl and she was given IV insulin in the ER. Patient reports she was fine up to the day she was hospitalized because bg kept going high even after changing supplies. No known concurrent illnesses. Bg at time of call was 461 mg/dl. Patient is on regular insulin and lantus after bring moved from ER to floor. Patient was taken off pump and on IV insulin at ER and resumed the pump since being transferred to floor last night. No issues with site/set/cartridge noted. She changes supplies every 3 days or sooner if needed, and her insulin is not expired. Customer support (cs) walked patient thru the pump to troubleshoot and found no issues. Date was programmed correctly. Basal rates programmed correctly. No associated alarms noted in alarm history. No cancelled boluses and all boluses are accounted for. Confirmed basal delivery was appropriate. The pt has been priming properly and drops seen at the end of the tubing and she changes supplies every 3 days or sooner if high bg is present. No inadvertent suspends noted. Tdd was accurate when comparing to basal and bolus history and settings. Cs walked her through an air bolus and pump successfully delivered air bolus. No air bubbles, air spaces, blood in tubing or cartridge or associated with site. No leaking at cartridge or skin site. Site looks good with no redness, swelling, pain or discharge. Patient rotates sites and avoids areas of scar tissue. Denies kinking or blood in the canula and site feels secure. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: tdd add up correctly and reflect the programmed basal rate.-¿ez-prime¿ steps were performed and the pump passed a 24hr duration test. The unit passed a delivery accuracy testing. The pump was paired with a test meter and boluses were performed correctly using ¿advanced bolus feature¿, bolus history recorded boluses info at the correct time and order. The product performs within specification. Unrelated to the complaint, the pump powers ¿on¿ and displays ¿verify¿ screen, the display has a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.